Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedance over 2000 ohms and loss of capture (loc). As a result a revision was performed to revise the lead. The lead was successfully capped and replaced with a new lv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.